Event description:
Additional information was received from the manufacturer representative (rep), reporting that the revision surgery was due to the ins migrating. The rep reported that impedance values were normal, and there were no therapy issues communicated. The rep reported that an x-ray was taken prior to the surgery confirming the migration. The rep reported that the previously reported revision surgery was conducted to stitch the ins back in place, and the issue is considered resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that the patient was undergoing a pocket revision today as the ins may have migrated a little bit. The rep reported that the patient's settings were: left, 1+ 2-, 2.25 v, 60 pw, 145 rate, 1697 ohms; right, c+ 9-, 2.1 v, 60 pw, 145 rate, 1270 ohms. 24 hours/day, battery voltage: 2.98 v, elective replacement indicator (eri) at 6.68 years, end of service (eos) at 6.93 years. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.